Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that multiple packs of surgical patties were not detectable by x-ray. The issue occurred during surgery. No reported adverse outcome to the patient or delay in surgery greater than 30 minutes. A similar device was used to complete the procedure. According to the customer, during the procedure, the surgeon viewed the surgical side under flouroscopy and could not see any of the patties that he had placed. A second pack of patties was used and they were visible. After surgery, a third pack was tested and was also found not to be detectable.

Manufacturer narrative:
(B)(4) packs of hd6290 were received for evaluation. Patties were sent for radiopacity testing. All samples were found to be acceptable. No defect to x-ray detection found. DHR for lot hd6290 was reviewed. No anomalies were found in the DHR records. Based on the investigation, the reported issue could not be confirmed. The devices functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2018-10139 for information regarding the second product involved in this event.